Event description:
A recent download from a male patient revealed several "battery pack fault" and "battery charger fault" flags. These occurred on both battery packs. Support contacted the patient and replaced both battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery packs have been completed. Both battery packs would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery packs were repaired, retested and restocked. The root cause of the battery packs not charging was this unknown substance. Battery pack also had bent battery connector pins. No adverse event occurred due to the defective batter packs. The patient received replacement battery packs.